Manufacturer narrative:
Other applicable components are: product ID: 37612, serial#: (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. The caller reported that the patient has been experiencing poor coupling with both ins devices and were getting 0 coupling bars. The caller reported that performing an antenna locate and re-positioning the antenna over the ins resulted in 4 coupling bars which were lost shortly thereafter. The caller reported that on the right side the patient has only ever gotten 2-4 coupling bars and stated it had always been that way. The caller reported that the antenna locate resulted in the patient getting 2 coupling bars, but the recharger still showed the poor coupling screen. The caller confirmed that the ins was on. The caller reported that the patient had experienced weight gain, and that the patient's managing healthcare provider (hcp) stated that when they did the implant surgery, they did not place the implant battery correctly. The caller reported that the patient had a charley horse and that the patient was anxious. No further patient complications have been reported as a result of this event.